Event description:
Patient tested 3.9 inr and 5.6 inr on the coaguchek xs professional system. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.